Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5 ml ll sp125 had foreign matter. The following information was provided by the initial reporter: material #: 309646; batch#: 5029101. It was reported by a customer that they opened two packages of 5 ml syringes. One syringe was noted that the syringe was wet. When pressing lightly on the plunger, the medication splashed and splashed into her eye and another syringe was noticed a persistent leak. Upon closer inspection, she observed a crack in the plunger, as well as a deposit of floating brown sediment inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. On 09/30/2025, we encountered a new incident with product 309646, batch 5029101, with an expiration date of 12/31/2029. Two packages of 5 ml syringes were opened, and they were found to be defective: syringe #1: the nurse noted that the syringe was wet. When pressing lightly on the plunger, the medication splashed and splashed into her eye. Syringe #2: the nurse noticed a persistent leak. Upon closer inspection, she observed a crack in the plunger, as well as a deposit of floating brown sediment inside the syringe. Attached, you will find photos illustrating these anomalies. Please let us know the procedure to follow for handling this non-conformity (replacement, return, analysis, etc.). Best regards, looking forward to your response, best regards.

Event description:
(B)(4) is a duplicate complaint and will be cancelled.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted.